Event description:
Additional information was received from the patient. They reported that their ins didn't work anymore. They stated that "yesterday was one of the worst days of my life" because they went in for an MRI but they weren't able to have the MRI "because of this piece of crap" (their implant). The patient then got another phone call from their "doctor" and patient answered the call using another phone. Patient services overheard (and patient relayed) that the doctor had been able to get more information and their implant had been removed and another one placed on a specific date (see secure note.) Caller told the doctor that the one they had was from the implant date of the current system in registration and the doctor on the other line said again that they got information that that implant had been removed and another one had been put in. Patient asked patient services "is this true?" Patient services reviewed that ourrecords showed that the patient only had the one implant and that it was still active. The doctor then told the patient that they will be getting more information about the newly implanted system soon and suggested "medtronic might not know about it if it is n ot one of their devices." Patient said "ok" and they abruptly hung up the phone as they will continue working with that doctor. Before they hung up, patient services suggested to the patient that if they got more information about the explant date of medtronic system and/or it was discovered that the patient's new device was in fact medtronic, to call back to update our registration team. Documented event. No further action was taken by patient services. Patient stated that they have pain in their leg and wrist and need to get an MRI of each area. Patient has been unable to walk for 16 weeks because of the pain in their leg. Patient has had to use a crutch and a cane to get around. The MRI facility told the patient they will not do the MRI unless MRI mode is activated. Agent reviewed notes that indicated the ins was removed and another one replaced it. Patient stated that neither implant worked. Agent reviewed that the ins from 2021 was showing as implanted/active, but patient could not verify if that was correct. Patient did not know what was implanted in their body. Patient had a handset and tm90 communicator, but they refused to use the devices to try and connect to the interstim

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that they were supposed to have the battery removed 2-3 years ago, but the battery is still in them and they can feel it with their hand. Caller stated that they went in for the removal procedure but they can still feel the implant and were unsure if the device was removed. Caller was upset and stated that the device never worked for them. Caller mentioned that they had done programming over the phone in past, but it never worked for them. The patient was redirected to their healthcare provider to further address the issue.